Event description:
The customer reported multiple bent cannulas, but no "no delivery" alarms. Unable to conduct the high pressure test as the customer didn't have the tubing clamp. Advised that the tubing clamp would be mailed to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.